Manufacturer narrative:
One device was returned for analysis of complaint of damaged sensor seal. No service records found in the last 12 months. Review of event log found no related alarms. Visual and functional testing was performed. The downstream occlusion seal was delaminating. The dso seal was replaced. Device passed testing post repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was found with damaged battery compartment, downstream occlusion (dso) sensor seal during testing. There were no patient involvement and no harm/adverse event reported.